Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 03jun2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). That there was no patient involvement. Iui- damaged pin. Flange gripper- damaged/cracked. Barrel clamp assy- damaged/cracked. Door latch assy- latch damage.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 03 jun 2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement.

Event description:
(B)(4). That there was no patient involvement. Iui- damaged pin, flange gripper- damaged/cracked, barrel clamp assy- damaged/cracked, door latch assy- latch damage.